Event description:
The reason for call was pt mentioned they had been going through "falling spells" due to their terminal illness and pt fell "badly" last week and broke their nevro patient therapy device(ptm) for their nevro spinal cord stimulator(scs). Pt said they attempted to change the batteries in the ptm, but when they push the button on the ptm, the pt said there was one long beep and then the ptm shut off. Pt said they spoke to their doctor-dr. (B)(6), who told the pt to contact a nevro sales rep. Named (B)(6). Pt was calling to get in contact with paul. Pt said they were going blind, had schovins disease, and were terminally ill. Pt said they were in palative care. Pt mentioned their hcp for the nevro scs was dr. (B)(6). Pt was in (B)(6) right now. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).